Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the battery would not charge. There was no patient involvement. Technical support provided remote assistance and ordered a new battery for the customer. Although requested, no additional repair information was provided.